Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 08-dec-2017, a field service engineer (fse) was dispatched to address the customer's reported issue. Fse was told that the aia-900 instrument was functioning as intended after the customer tightened two loose screws on the sample loader. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from 08-nov-2016 through 08-dec-2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under section 12: flags and error messages, error 4183 is s.loader-x2 home overrun. This error is generated when the home sensor s073, which is not supposed to be activated after the sample loader x2-axis moves, was activated. The solution for the customer is to remove the impediment or other cause of the error. Check s073 and also check to see the cause of slipping, and so on, that occurs when pm071 moves to the limit side. The most probable cause of the reported issue was due to loose screws.

Event description:
On (B)(6) 2017 customer reported getting error 4183 s.loader-x2 home overrun and loud grinding sound from the aia-900 instrument. Customer is unable to run prolactin (prl) and follicle stimulating hormone (fsh). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of prl and fsh patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a.

Manufacturer narrative:
Corrected data: approximate age of device was 3 years. The corrected age is 5 years. Device manufacture date was 01-apr-2014. The corrected data is 01-apr-2012.